Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter had been in place the patient's internal jugular on (B)(6) 2016. On (B)(6) 2016 the cvc catheter reportedly snapped when moving the patient into another position. As a result, a new cvc was inserted. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of a catheter separation was confirmed. The customer returned one separated cvc catheter for investigation. The returned catheter was confirmed to have separated approximately 10.9 cm from the distal end of the juncture hub. Specification per catheter graphic indicates that the correct catheter length from the distal end of the juncture hub is between 15.7-17.7 cm indicating that at least 4.8 cm of the catheter is missing. The distal end was not returned. The medial 2 extension line was also confirmed to have separated approximately 3 cm from the proximal end of the juncture hub. Visual examination of the point of separation on the catheter reveals that the catheter appears to have been cut. The breakage is smooth and the catheter material shows no signs of stretching. Visual examination of the point of separation on the extension line revealed that the extension line appears to have been cut. Striations are visible in the extension line material that are consistent with material that has been cut. No signs of stretching were visible. The IFU for this product was reviewed as a part of this complaint investigation. The IFU provides techniques for catheter use and maintenance. The IFU also indicates to the end user, "do not cut the catheter to alter length." No other remarks: lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed with no evidence to suggest a manufacturing related issue. A risk evaluation was completed on this complaint. Therefore, based upon the type of damage observed and the time of discovery, operational context caused or contributed to this event. No further action will be taken.